Manufacturer narrative:
No device deficiency noted. Phrenic nerve damage is a known potential adverse event documented in product labeling.

Event description:
During the case, the right inferior pulmonary vein (ripv) was ablated and isolated. The phrenic nerve was paced without issue while ablating the ripv. The posterior portion of the right superior pulmonary vein (rspv) was then ablated without issue. Prior to ablating the anterior portion of the rspv, phrenic nerve pacing was attempted; however, capture was not achieved and the remainder of the case was aborted due to phrenic nerve injury. An update was received on april 26, 2019 that the phrenic nerve still showed paralysis, with additional follow-up planned in a month.